Manufacturer narrative:
Initial and final MDR (B)(4)- MDR.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported that 4 infusion sets fell off during use. The infusion set was in use for 1 day. Blood glucose level at the time of event was noticed 341mg/dl. Patient replaced infusion set and resumed insulin successfully no further information was available..